Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly during a bolus attempt. The customer stated that the up button became stuck, causing the numbers to scroll continuously on the screen. She stated that she had been able to resolve the issue before, but now she was unable to keep the insulin pump from scrolling. She stated that none of the buttons worked, and the device was stuck at 15 units. The customer did not know the blood glucose reading. She stated that the insulin pump was frozen. She also stated that this had been the thirst time in which the up button kept adding more units than intended. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to corroded keypad traces. No display anomaly was noted. No frozen screen was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.